Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels and carbohydrates were consumed to address the bg level. The contact thought that the settings were the cause of the low bg as the customer had been needing less insulin than what the current pump settings deliver. Tandem technical support advised the contact to discuss the low bg events with a healthcare provider.